Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. The operator attempted to monitor the pt's ECG using the paddles. The device allegedly failed to display the pt's ECG. A 3-lead monitoring pt cable was subsequently used and ventricular fibrillation was confirmed. The operator attempted to administer a shock to the pt. The defibrillator allegedly failed to charge. Another defibrillator was made available and used. The pt was subsequently delivered to the hosp emergency room and converted to a perfusing rhythm. The pt expired 3 days later.